Event description:
It was reported that a revision surgery from the right hip was performed due to elevated cobalt and chromium levels, local soft tissue reaction and osteolysis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head or cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported pain, elevated metal ions and pseudotumor as noted on MRI along with intraoperative findings of hypotrophic bone and a lytic lesion within the acetabulum may be consistent with findings associated with soft tissue reaction and osteolysis due to metal debris. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ion levels, pseudotumor cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. It is to be noted that per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at 10° anteversion. It is unknown if the decreased anteversion of the acetabular component led to accelerated wear and the metal debris. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 56mm bhr cup and 50mm bhr head in search of complaints involving ¿pseudotumor¿ throughout the lifetime of the product. Similar complaints have been identified for the bhr cup and bhr head. This failure will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported pain, elevated metal ions and pseudotumor as noted on MRI along with intraoperative findings of hypotrophic bone and a lytic lesion within the acetabulum may be consistent with findings associated with soft tissue reaction and osteolysis due to metal debris. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ion levels, pseudotumor cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. It is to be noted that per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at 10° anteversion. It is unknown if the decreased anteversion of the acetabular component led to accelerated wear and the metal debris. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.